Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the issue could not be replicated/confirmed. No components were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the site had difficulty registering their patient for a cranial resection procedure. They did multiple registrations and ended up on their final one with a 4.2 metric that was inaccurate where they needed navigation. Site switched to a different navigation system, registered fine, and proceeded with the case. There was a delay of the less than one hour. There was no reported impact on patient outcome.